Manufacturer narrative:
Please disregard report number 9612030-2021-03068;further communication was received from the customer stating that the catheter was intentionally removed from the patient, no detachment occurred. The device did not malfunction and no adverse events occurred. No further follow up reports will be submitted regarding this event.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the catheter disconnected when lightly touched.